Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in a low blood glucose (bg) of 40(mg/dl). The customer orange juice to resolve the issue.